Event description:
Serious injury involving one person. Ciba vision germany was first notified of this incident in 2000. There has been very little info regarding this case. Co does know that the pt was diagnosed with a corneal ulcer and hospitalized. Treatment is unk. Prognosis is permanent scarring and loss of acuity, degree is unknown. Contact with the practioner has been difficult.